Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the malfunction code and provided reset information, after which the same malfunction code did not recur.